Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2014 with the following findings: the keypad cover was found to be detached from the pump. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The contrast button was hard to press and required increased force to engage. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that there were multiple cracks at the opening of the battery chamber. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. There was no evidence of moisture found in the battery compartment. There were no power issues observed during investigation. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover had a hole in it. The audio bolus button responded appropriately to button presses despite the cover damage. In addition to the unrelated issues, evaluation revealed that the display screen text was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2014 ¿ additional information: (B)(6).